Manufacturer narrative:
Unknown taper. This event was reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician. Additionally the device serial number is unknown. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event of leak as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have leak. Patient "noticed that [they were] not losing any weight. Ultra sound showed the lap-band port was cracked." At the time of the report the lap-band remained implanted, however the patient was looking into revision surgery.

Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the received lap-band with access port ii, taper type ii. The port tubing was noted to be separated approximately 1 inch from the taper-tubing junction. The band tubing was noted to be separated approximately 2 inches past the stainless steel connector. One opening was observed on the port tubing at the taper-tubing junction. White and yellow particles were noted on the outer surface of the port septum and port housing. White and yellow particles were noted on the outer surface of the band tubing. White particles were observed on the inner surface of the band ring and shell. The band buckle was noted to be partially separated at the buckle strap. A port leak test was performed and the leakage was noted on the port tubing from the opening located at the taper-tubing junction. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was performed, and no leakage was noted. Under microscopic analysis, a smooth-edged opening was observed on the port tubing at the taper tubing junction, where the device was noted to be leaking during the port leak test. The end of the port tubing was noted to have striated edges, consistent with damage from a surgical end cut to remove the device. The band buckle was noted to be partially separated at the buckle strap. The ends of the buckle strap were noted to have striated edges, consistent with damage from a surgical tool. White particles were noted on the outer surface of the band ring and shell. A 0.2 inch wide by 0.2 inch long portion of the band belt was noted to be partially separated. The edges of the separated section of the belt were noted to be striated, consistent with damage from a surgical tool. The end of the band tubing was observed to have striated edges, consistent with a surgical end cut to remove the device.